Event description:
The report stated that during a radio frequency ablation procedure, the cable of the right pad became hot. It soon became cooler, so the procedure was continued. However, the left thigh was getting hotter and the pt complained of pain so ablation was stopped. Upon removing the pt returned electrodes (pads), they found 2nd degree burn on both thighs and the pads had become darkened. The generator started at 50w and reached a maximum of 120w with a single ablation of 7 mins. The pair of pads were new. The burn was treated with ointment. There was no change in the pt's position during the procedure and there are no pictures of the burn avail.

Manufacturer narrative:
Date of initial report: 04/22/2008. Dgphp site burns can be the result of a number of causes including placement, duration of treatment and power settings, pt condition, and potentially by failure of the dispersive electrode to perform as intended. In this case, without the return of the incident dispersive electrode, we were unable to determine if any defect of the product caused or contributed to the incident. One of the causes of burns in poor dgphp placement. As noted above, proper placement of the dgphp and ensuring good contact throughout the procedure (especially if the pt is repositioned) are critical components to avoiding burns. This is covered in detail in our IFU. Futhermore, we are aware that some customers reuse pads even though they are clearly labeled as single use devices. Reused dispersive electrodes can dry out and be a source for burns because they do not conduct electrical current properly. We are closely monitoring the incidence rate of dispersive electrode burns. The rate of burns for valleylab dgphp dispersive electrodes continues to be lower than the overall rate of radio frequency ablation dispersive electrode burns as sited in current medical literature. Continuous improvement efforts are on-going to ensure that customers are properly trained and our IFU clearly illustrates the proper placement of the dispersive electrodes. We also reinforce the importance of not reusing these single use devices to the customer whenever the opportunity arises.